Event description:
The manufacturer received information alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The reporter expressed interest in returning the device to the manufacturer for evaluation to determine a root cause for the alarm. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The trilogy evo korea device was returned to the manufacturer's product investigation laboratory (pil) for investigation. During evaluation, the device was inspected for visual defects, and none were found. The pil powered on the device, and the ventilator inoperative alarm evt_mach_flow_drift_high reoccurred immediately. The pil used rasp commands via raspsim to unlatch the ventilator inoperative error on the system board. After unlatching the error, the device powered on without a ventilator inoperative alarm. Therapy was started using a test lung with the device's existing settings. The device operated for approximately 7 hours without issue, and the evt_mach_flow_drift_high alarm did not reoccur. The device was then tested on the pil trilogy evo multifunctional test station and passed all testing. The pil disassembled the device and visually inspected the flow sensor, noting contamination present on the component. The pil suspects that contamination on the flow sensor caused the evt_mach_flow_drift_high ventilator inoperative alarm. The reporter also noted that patients using ventilators have experienced vent inoperative or service required alarms. Several devices were returned for multiple issues, and some have been repaired. The pil cannot determine whether any repair was performed on this device at the service center prior to its return to the laboratory. The reported failure of the device's machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn h322996056059, review confirms that the device met the final acceptance criteria and was released for final distribution.